Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation showed the patient¿s pacemaker was in backup vvi mode. Programming changes were made. The clinic will continue to monitor the patient. The patient was in stable condition.